Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The drive support disk and motor slide was inspected and no anomalies were noted. No air bubbles were present during testing using a water filled test reservoir. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 200 mg/dl. Customer stated the piston is crooked causing air bubbles. Customer has no idea how the damage occurred. Customer reported that the drive support cap is loose. Customer stated that she pushed the cap while connected to the pump. The customer was advised that the device would be replaced. The customer was advised to follow their medically prescribed backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 200 mg/dl. The customer was treated for high blood glucose with injections.